Event description:
Caller reported aviva system blood glucose results, all mg/dl: 8/28 8:14 am 393 - did not have high symptoms-did not treat 8/28 8:13 am 92 8/28 8:11 am 239 - did not treat no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.